Event description:
It was reported that the unspecified relion® insulin syringe had sharp molding defects on its barrel. The following information was provided by the initial reporter: "caller purchased the relion insulin syringes and every one in the package has a jagged piece of plastic on them".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the unspecified relion® insulin syringe had sharp molding defects on its barrel. The following information was provided by the initial reporter: "caller purchased the relion insulin syringes and every one in the package has a jaged piece of plastic on them."